Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that insulation was damaged.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The handle was visually inspected for damages, and the insulation is cracked near the distal tip. The instrument failed the insul scan test near the distal end of the insulation. The probable root cause/s could be normal wear, improper sterilization methods or user misuse. Gtin:(B)(4).

Event description:
It was reported that insulation was damaged.